Manufacturer narrative:
Manufacture¿s investigation conclusion: the report that the patient's system controller modular cable port (bulkhead/driveline connector) had green fluid on it, as well as damages on the white and the black power cables, were confirmed upon visual inspection of the returned system controller (b)(. The heartmate 3 system controller was returned to abbott in used/worn condition, and a log file was downloaded. A review of the downloaded log file showed 256 events spanning approximately four days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The pump maintained a speed above the lsl without issue while the driveline was connected. No atypical alarms in the log file related to the reported event were active. The returned controller was functionally tested on the mock loop using returned modular cable, and the controller could support the pump function for extended operation with no alarms produced. The system controller was disassembled to observe the inner components. Upon opening the controller, fluid ingress (green fluid) was observed throughout the controller. The power cables were stripped, revealing fluid ingress throughout the power cables on the underlying layers and wires. The power cable shield is cadmium/copper and may oxidize when exposed, resulting in a change of color. The root cause of the green fluid on the controller was due to fluid ingress throughout the controller/power cables; however, the exact cause of the fluid ingress was unable to be conclusively determined through this analysis. Incidental findings: there was green substance under the white strain relief. Cut also observed on the black power lead with the presence of the green substance. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller (B)(6) was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Modular cable MFR# 2916596-2022-15160. It was reported that the patient's system controller modular cable port was oozing green liquid. It was also reported that there were some tears in the insulation casing on the white and black battery power cables. No symptoms or alarms were reported, and the patient was stable.